Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, right knee. It was reported that in using the patella resection stylus, the spring has become lax and will not hold without difficulty. Surgeon wants the device replaced. Rep reported that there was no surgical delay caused.

Event description:
Primary procedure, right knee. It was reported that in using the patella resection stylus, the spring has become lax and will not hold without difficulty. Surgeon wants the device replaced. Rep reported that there was no surgical delay caused.

Manufacturer narrative:
An event regarding alleged assembly issue involving a duracon clamp was reported. The event was not confirmed. Clinician review: not performed as medical records were not received for review with a clinical consultant. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the returned device was found to be functional. A functional inspection was performed and assembled as intended with the patellar resection guide (cat. 6633-7-736, lot. Rdde051) from finished goods. Materials engineer indicated in-service use damages observed on the returned product. Evidence of masterbond debris was observed on the threads of the device, potentially due to disassembly. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. If additional information is received, this investigation will be reopened and re-evaluated.